Event description:
The customer contacted baxter's service center regarding a patient who disconnected from the transfer set, which occurred on the homechoice (hc) during dwell 3. The home patient (hp) stated that her patient line extension disconnected from the patient line in dwell 3 when she went to the restroom. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The disconnection was reviewed with the rn. The rn stated they were aware of this incident and stated it occurred because the hp did not make a secure connection between the transfer set and the extension. The rn stated they looked over the transfer set and extension and everything was fine. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.